Event description:
It was reported that the female connector of a peritoneal dialysis (pd) transfer set separated from the main body. This occurred during an unspecified process step of pd therapy. There was no report of patient injury or medical intervention associated with this event. However; the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed female connector was separated from the main body. The reported condition was verified. The cause of the condition is related to inadequate solvent application to the main body during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.